Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during basal delivery and during the load process. The customer's blood glucose (bg) level was impacted (in the 300s mg/dl range). The cartridge was changed out in order to address bg level using the pump.